Event description:
Complainant alleged that while attempting to treat a pt the device displayed a "defib fault 85" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.